Event description:
It was reported that the pt's device "failed" and was replaced. The healthcare provider confirmed that the pt experienced a lack of effect and a severe shock while in her hot tub. Her device turned off and required reactivation. The neurostimulator and extension were replaced. The pt recovered without sequela.